Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, the device jaw tip broke and was retrieved. They opened a new device to complete the case. No patient injury.